Event description:
The complainant reported the physician was performing a therapeutic procedure on a pt suffering with cancer of the gall bladder. The physician attempted to access a stricture contained in the mid common bile duct (cbd), but when he passed the jagwire through the ultratome, he found that the pt's anatomy was tortuous, and significant resistance was encountered. When the jagwire hit the stricture, partial breakage at the tip of the guidewire occurred, but the tip was not fully detached from the device and the physician was able to remove the jagwire as a whole unit from the pt. The physician then obtained another device to continue the pt procedure, but partial breakage of that jagwire's tip also occurred. Please reference medwatch report 6000123-2004-00089, that reports the problem that occurred with the second jagwire. In addition, please reference medwatch reports 6000123-2004-00090 and 6000123-2004-00091, which document a third and a fourth jagwire problem that occurred during this pt procedure. The physician was able to successfully complete the procedure with the fifth jagwire that was obtained. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction.